Event description:
The below report was received by health authority us FDA (reference number: mw5113729) on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of genital haemorrhage ("hemorrhage/blood loss/bleeding"), nephrolithiasis ("calcium deposits/calcification/kidney stones cannot pass.") And suicidal ideation ("suicidal ideation/which several times I've tried to take my life") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. An unknown time later she experienced genital haemorrhage (seriousness criterion medically important), nephrolithiasis (seriousness criterion hospitalisation), suicidal ideation (seriousness criterion life-threatening), alopecia ("loss of my hair"), depression ("caused severe depression/constantly depressed"), vitreous floaters ("obstruction/occlusion/floating specs in my eyes may have something to do with this device as well"), dyspareunia ("dyspareunia/I did not know sex was not supposed. To hurt me all the time very painful intercourse"), urticaria ("I didn't know the hives I was getting alongside the itchy.") And heavy menstrual bleeding ("I thought it was normal to be on my period for over three weeks and clots the size of my palm coming or had to be pushed out of me."). The patient was treated with surgery (lithotripsy surgery.). At the time of the report, the outcomes for genital haemorrhage, nephrolithiasis, alopecia, depression, vitreous floaters and heavy menstrual bleeding were unknown. The reporter considered dyspareunia, genital haemorrhage, heavy menstrual bleeding and urticaria to be related to essure administration. No causality assessment was received for essure with regard to nephrolithiasis, alopecia, depression, vitreous floaters or suicidal ideation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority us FDA (reference number: mw5113729) on 14-dec-2022. The most recent information was received on 03-jan-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of genital haemorrhage ("hemorrhage/blood loss/bleeding"), nephrolithiasis ("calcium deposits/calcification/kidney stones cannot pass.") And suicidal ideation ("suicidal ideation/which several times I've tried to take my life") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On 02-aug-2010, the patient had essure inserted. An unknown time later she experienced genital haemorrhage (seriousness criterion medically important), nephrolithiasis (seriousness criterion hospitalisation), suicidal ideation (seriousness criterion life-threatening), alopecia ("loss of my hair"), depression ("caused severe depression/constantly depressed"), vitreous floaters ("obstruction/occlusion/floating specs in my eyes may have something to do with this device as well"), dyspareunia ("dyspareunia/I did not know sex was not supposed. To hurt me all the time very painful intercourse"), urticaria ("I didn't know the hives I was getting alongside the itchy.") And heavy menstrual bleeding ("I thought it was normal to be on my period for over three weeks and clots the size of my palm coming or had to be pushed out of me."). The patient was treated with surgery (lithotripsy surgery.). At the time of the report, the outcomes for genital haemorrhage, nephrolithiasis, alopecia, depression, vitreous floaters and heavy menstrual bleeding were unknown. The reporter considered dyspareunia, genital haemorrhage, heavy menstrual bleeding and urticaria to be related to essure administration. No causality assessment was received for essure with regard to nephrolithiasis, alopecia, depression, vitreous floaters or suicidal ideation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-jan-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.